Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. H10 field updated for related report mw5163679.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. On 01/08/2025, intuitive surgical, inc. (Isi) received mw5163679 stating: the articulating end of robotic instrument broke intraoperatively. The cables that control it snapped rendering the instrument unusable but intact. The intact instrument was removed from patient and taken off surgical field. Procedure was completed without further incident and there was no documented harm to patient.